Manufacturer narrative:
The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during a routine outpatient management the log files were analyzed and a high impedance on one of the motor phases were recognized. The pump was working as expected without any alarms besides this finding of the driveline fault. A splice repair would have a very low chance to solve the issue. The hospital was discussing further treatment plan with the patient. No equipment was exchanged.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file confirmed driveline fault alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025. A driveline fault associated with a yellow wrench advisory was captured for the majority of the file. The driveline fault did not impact pump function, and the pump appeared to operate as intended above the lsl for the duration of the file. No other notable events or alarms were captured. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. B and the heartmate ii patient handbook rev. A are currently available. Section 7 of the IFU, "alarms and troubleshooting", outlines system controller alarms, including driveline faults, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient underwent a pump exchange on (B)(6) 2025.